Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the pump case would not clip securely to the case. Subsequently, the pump case would fall, causing infusion sets to be pulled out. There was no reported impact to the customer's blood glucose level. Reportedly, infusion sets were replaced to resolve the issue.